Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment issue occurred. The 85% stenosed target lesion was located in the moderately calcified and moderately tortuous right external artery and common iliac artery. A 8x61x75 epic vascular stent was advanced to the lesion. The physician had a problem with the deployment mechanism of the deployment device of the stent. The stent was stuck as it was being deployed on the very last 5mm. The physician felt that there was a problem with the deployment handle. The stent would not fully deploy so the physician pulled back the unspecified sheath and the stent was deployed to its intended location and the procedure was completed. No patient complications were reported and the patient's status is fine.